Event description:
Device report from (B)(6) reports an event as follows: it was reported that during spinal fusion on (B)(6) 2022, the tip of a screwdriver broke off inside the screw head as the surgeon was trying to insert a long screw in very hard bone. The fragment generated was lodged inside the screw head and left there after unsuccessful attempts to remove it. The final screw position was fine, and the fragment did not interfere with the rest of the construct or the procedure. The remaining screws were inserted with a different screwdriver. Procedure was completed successfully with a five minute delay. This report is for an expedium quick-con si poly screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during spinal fusion on (B)(6) 2022, the tip of a screwdriver broke off inside the screw head as the surgeon was trying to insert a long screw in very hard bone. The fragment generated was lodged inside the screw head and left there after unsuccessful attempts to remove it. The final screw position was fine, and the fragment did not interfere with the rest of the construct or the procedure. The remaining screws were inserted with a different screwdriver. Procedure was completed successfully with a five minute delay. This report is for an expedium quick-con si poly screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip of the xpdm quick-con si poly scwdrvr had broken off. The broken piece of the tip was not returned. The embedded device condition reported cannot be confirmed as no postoperative radiographic images were provided. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the xpdm quick-con si poly scwdrvr was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the distal tip of the xpdm quick-con si poly scwdrvr was observed to be broken. While no definitive root cause could be determined from the available information, it is probable that the distal tip of the xpdm quick-con si poly scwdrvr was broken due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for expedium quick-connect si polyaxial screwdriver was conducted identifying that the lot number 0606mi was released in three batches. Batch1: lot qty of (B)(4) units were released in (B)(6) 2006 with no discrepancies. Batch2: lot qty of (B)(4) units were released in (B)(6)2006 with no discrepancies. Batch3: lot qty of (B)(4)units were released in (B)(6) 2006 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.